Event description:
Pt underwent a right side labral tear repair in her hip. During that procedure a smith and nephew anchor suture delivery device and anchor sutures are utilized to suture the labrum back to the femoral head. At her three month follow-up, she reported additional pain and noted that she was not improving. Surgeon ordered an injection to be done under fluoroscopy and at the time of this procedure, an unk foreign object was noted in the joint space. A procedure was schedule to remove this object on (B)(6) 2016. At that time, it was determined to most likely be the tip of the anchor suture delivery device which most likely broke off into the joint space as the anchor suture was being placed. The anchor suture (smith and nephew) was an anchor suturefix 1.7 lot #72203841. Five of them were used in her initial procedure.